Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich 13.2, +10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2015. "Bioptics was performed. After implanting spherical lens, the post-surgery residual cylinders were corrected by femto lasik. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is happy."